Manufacturer narrative:
Please reference related manufacturer report no: 2015691-2020-10240 a photograph was provided of the sheath with valve appearing to be stuck inside the sheath. The inflow valve struts appeared to be exposed and bent outwards through the sheath liner. The esheath was seen to be partially torn propagating in the direction of valve advancement (proximal to distal). Patient¿s 3mensio imagery was also provided by the field. Tortuosity and calcification were present in the patient¿s access vessel. There are multiple locations of vessel diameter being smaller than the requirement (5.5mm for the use of 14f sheath). The work orders for the manufacturing of the components most relevant to the failure mode reported in this complaint did not reveal any manufacturing related issues that would have contributed to this complaint. A review of returned complaint history from february 2019 to january 2020 revealed other returned complaints for sapien 3 ultra valve with complaint code for the related complaint code (all sizes). The complaints were reviewed based on similar reported events and associated root causes/evaluation codes. The complaint was confirmed. However, no manufacturing nonconformances were identified. Available information suggests that patient (calcification/tortuosity) and/or procedural (valve alignment in a tortuous anatomy, device manipulation as a result of withdrawal difficulty, non-coaxiality of devices during withdrawal) factors may have contributed to the complaint event. A review of complaint history for the month of january 2020 revealed that the occurrence rate did not exceed the control limit for the related trend category. During manufacturing, all sapien 3 devices undergo multiple 100% inspections. Prior to final packaging, 100% visual inspection of the valves were performed. These inspections during the manufacturing process support that it is unlikely that a nonconformance contributed to the reported complaint. Commander delivery system with s3u thv IFU, esheath IFU, device preparation training manual, and procedural training manual were reviewed for instructions or guidance for proper preparation and use of the devices. Based on the review of the IFU and training manual, no deficiencies were identified. The complaint was confirmed through the provided photograph of devices. Due to the unavailability of a returned device, no potential manufacturing non-conformance was able to be determined. However, a review of the lot history, DHR, manufacturing mitigations, and complaint history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. Additionally, a review of the IFU and training manual revealed no deficiencies. Per the 3mensio imagery review, patient¿s access vessel was noted to have moderate tortuosity and calcification present. Additionally, the information provided in the complaint case notes stated that, ¿two struts of the unexpanded valve likely caught on calcium at a bend and exited the seam of the sheath.¿ patient¿s factors such as tortuosity and calcification can create a challenging pathway where the valve strut can be caught at a calcium nodule, which subsequently resulted in the valve strut to be damaged, and exposed through the sheath liner as observed in the provided photo with high push force during delivery system advancement. A definitive root cause was unable to be determined at this time; however, it is possible that patient factors (access vessel with tortuosity and calcification) contributed to the complaint event. A review of edwards lifesciences risk management documentation was performed for this case.  The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time.  Since no edwards defects, which could have resulted in the complaint, were identified, a corrective and preventative action is not required. Since no product non-conformances were identified, and the occurrence rate did not exceed the complaint trending control limit, a product risk assessment (pra) escalation is not required. No labeling or IFU/training inadequacies were identified. Review of complaint history revealed that the occurrence rate for the related trend category did not exceed the control limit. As such, no corrective or preventative actions are required at this time.

Manufacturer narrative:
UDI  (B)(4).  Investigation is ongoing. This is one of two manufacturer reports being submitted for this case. This report is for the valve event.

Event description:
As reported by the field clinical specialist (fcs), during advancement of the 26mm sapien 3 ultra valve and commander delivery system through the 14f esheath, at the left distal common iliac, two struts of the unexpanded valve likely caught on calcium at a bend and exited the seam of the sheath.  Upon system removal the iliac artery was disrupted, causing an extravasation and blood pressure drop.  2 covered stents were deployed, and the patient was stable. It was reported that three to four hours later that the patient had died. The cause of death is unknown at this time. It was noted this might have been avoided if they would have used a 16f sheath initially to reduce the push force, or possibly pre dilated the entire iliac.  The 14f esheath was positioned with minimal issues over a stiff lunderquist wire, and propofol was injected into the sheath as a lubricant before system insertion.  The patient had adequate vessel diameters, but was moderately tortuous and calcified in the area that the sheath unexpectedly split and the unexpanded valve strut protruded.

Manufacturer narrative:
Additional information received. Update to b7, g4, and h10.  Per medical records received, on ¿preoperative CT scan, both of the iliac arteries are moderately calcified, worse on the right that the left. However, the left iliac is more tortuous the less calcified¿, so it was decided to use the delivery sheath on the left side. Upon removal of the devices the patient became profoundly hypotensive.  Angiography of the iliac bifurcation showed extravasation of contrast from the left common iliac artery, consistent with laceration/perforation.  Two stent grafts were deployed in the iliac artery and blood transfusion was given to the patient. The patient responded well and repeat angiography demonstrated satisfactory containment of the bleed. Given the patient¿s age and multiple comorbidities, it was decided to ¿abort the tavr procedure until the patient was more stabilized¿. The patient was then transferred to ICU. Initially the patient was stable, but shortly before one hour the patient became hypotensive and then coded. The cardiac arrest was ¿likely secondary to bleeding¿ and the patient¿s condition [was] considered to be potentially reversible¿.   CPR was initiated; however, the patient¿s ¿spouse and family were at bedside and they did not wish any heroic measures because the patient¿s health had been on the decline over the last several months, especially in light of the patient¿s age and multiple medical problems.  Code was then terminated¿ and the patient was pronounced deceased.  Pre-operative CT scan reported minimum left common iliac artery diameter was 7.2 mm, the minimum left external iliac artery diameter was 5.1 mm, the minimum left common femoral artery diameter was 4.1 mm.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.